Event description:
It was reported that during a port placement procedure, the airguard allegedly broke. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not/has been returned to the manufacturer for evaluation. However, a photo was provided for review. The investigation of the reported event is currently underway. H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a port placement procedure, the airguard allegedly broke. There was no reported patient injury.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: the physical device was not returned for evaluation. However, one photo was provided for review. The photo shows a clinician holding the introducer sheath handle and distal tip of introducer sheath. The trocar sleeve was noted to be kinked in the middle. No other anomalies were noted. Therefore, the investigation is inconclusive for the reported air guard break issue as the reported event cannot be confirmed from the provided photo. However, the investigation is confirmed for the identified deformation due to compressive stress issue as the kink was noted in trocar sleeve. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.